Manufacturer narrative:
Per the field service representative (fsr), an initial look at the logs showed that five doses of cpg were successfully dispensed. Then the arterial pump speed was continuously being reduced until it went into coast mode then stopped. This caused the cpg pump to then also stop. Per data log analysis, on (B)(6) 2019 the large roller cpg pump is run several times without an issue. At 11:40:45 am while the pump was set for 164 ml/min the pump logs an "underspeed (head < demand) = 1, and the pump stopped three seconds later. The pump is started/run/stopped, lid open/closed several times after this occurred but no real indication of other problems in the log. The vent pump also shows lid open/closed which could indicate the tubing was switched with the cpg pump. No way to tell for sure in the log.

Event description:
Per clinical review: the roller pump in the cardioplegia (cpg) position set up and primed without issue for a cardiopulmonary bypass (cpb) procedure on (B)(6) 2019. The team had no issues setting their occlusion on the pump and set it up according to their institutional protocol. The team uses another manufactures 4:1 cardioplegia disposable set. After approximately their sixth dosage of cpg the pump gave an underspeed message. The perfusionist proceeded to open (loosen) the occlusion to see if that would mitigate the problem, but after turning the pump back on, and allowing a few rotations, the underspeed error message re-appeared and the pump stopped altogether. She also observed that the pump mechanism was shaking during the underspeed event. She then proceeded to attempt to hand crank the unit with roller pumps manual crank, but the pump would not move in the forward direction. Next, she pulled the cpg tubing from the raceway and moved it to the adjacent roller pump. The adjacent roller pump was being used as an aortic vent, and because of their set up (length on the vent tubing), she had to change her mode of vent to a passive modality. The incident did not delay the continuation of the surgical procedure. There was no blood loss or harm associated with the event.

Manufacturer narrative:
Updated blocks: d10, h3 and h6. The reported complaint was confirmed via data log analysis. During laboratory analysis, the product surveillance technician (pst) observed the pump to function properly when set to optimal occlusion setting. Pump did produce error messages "underspeed" and "pump jam" during extreme occlusion which is an expected result of over occlusion. The service repair technician (srt) was unable to duplicate the reported complaint under normal operating conditions. The unit operated to the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
As per manufacturer's sale representative, the perfusionist was able to continue the case by rebooting the pump. It was also reported that the pump began to shake. Per the perfusionist, the pump had worked for six previous cardioplegia doses. She opened the occlusion to try to troubleshoot the issue, but the problem remained.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb) procedure, the pump being used in the cardioplegia position displayed an "underflow reading" message. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.